Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemorrhoidectomy, after firing and while removing the stapler, it got stuck and bleeding started, donut was not complete, and tissue tearing occurred. The resulting tissue damage is listed as temporary. Stapler was taken back and they removed the purse string then over sewed and cauterized the tissue to stop the bleeding. The hand sew extended the operation for 30 minutes. The patient was alive with no permanent injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.